Event description:
On (B)(6) 2015 the customer provided a device information form that states the pulse generator/ICD was eri/eol and this rv lead had low impedance. They reported that the rv lead (2004) was explanted (capped) due to low impedance 150 ohms bipolar, 200 plus minus unipolar, it is capped adn will not be returned. The lead was actively implanted for approximately 10 years, 9 months.

Manufacturer narrative:
The lead was capped and will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. To date, no adverse patient effects have been reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.